Manufacturer narrative:
Concomitant: product ID 8578, lot# n154406, implanted: 2009-(B)(6), product type accessory. Product ID 8709, serial# (B)(6), implanted: 2007-(B)(6), product type catheter. Product ID 8590-1, lot# n111781, implanted: 2007-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that there was a pump problem. On (B)(6)-2014 the actual residual volume (arv) was greater than the expected residual volume (erv), arv: 2.4 ml and erv: 1ml. It was noted that there was no therapy or medical problem. The patient had no symptoms of over or underdose. It was reported that this was the first time the patient was made aware of the volume discrepancy. At the patient¿s last refill, the patient¿s pharmacy sent a 20 ml kit and not a 40 ml kit, so they had to do two refills in a short period of time. The patient reported that their health care professional (hcp) wanted to have the pump explanted and ¿will not discuss it¿. The patient reported that their hcp said that the pump was bad and needs to be surgically explanted at the time of report. The pump was used to infuse bupivacaine and dilaudid. Additional information has been requested, but it was not available as of the date of this report.